Event description:
It was reported that noise was observed via review of iegms. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion on the is-1 connector leg was noted at 6.4 to 6.9cm from the connector pin. The sensing coil was exposed. The abrasion found is consistent with friction to the ICD can. External insulation abrasion with exposed rv conductors was noted between 11.9 to 12.5cm from the connector pin and external insulation abrasion with exposed sensing conductors wa as noted between 20.0 to 21.3cm from the connector pin. The inner lumen and etfe insulation on the conductors was intact in these locations.